Manufacturer narrative:
Sections d1, d2a, d2b, d4, g1 and g4 were updated. Despite several reminders, the customer did not provide the requested information for the investigation. No further issues were reported afterward. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The crep2 reagent expiration date was not provided. The c702 module serial number was (B)(6). The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 3 patients' samples tested with creatinine plus ver.2 (crep2) assay on a cobas 8000 c702 module. Sample 1: the sample was tested, and the result was 53 umol/l (tested on line 3). The sample was repeated, and the result was 775 umol/l (tested on line 3). The physician questioned the result of 775 umol/l as it did not correlate with the patient's previous results. The sample was then repeated on different lines, and the results were: 56 umol/l (tested on line 1). 55 umol/l (tested on line 2). 56 umol/l (tested on line 3). Sample 2: initial result: 420 umol/l (tested on line 3). Repeat result: 85 umol/l (tested on line 2). Sample 3: initial result: 518 umol/l (tested on line 3). Repeat result: 53 umol/l (tested on line 2). Reportedly, an amended report with the correct results for sample 1 (56 umol/l), sample 2, and sample 3 was issued.